Event description:
During use for a cardiopulmonary bypass procedure, the roller pump suddenly stopped operating. Normal function returned after a short period of hand-cranking. There were no adverse consequences to the pt as a result of this event.